Manufacturer narrative:
The device was returned to zoll (B)(4) for evaluation. The reported malfunction was duplicated and attributed to bent pins on a connector on the main board. The pins were straightened to remedy the reported problem. The device was rectified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the defibrillator displayed a "plug in cable" message. Complainant indicated that there was no patient involvement in the reported malfunction.